Event description:
It was reported that patient had discomfort around the implantable pulse generator (ipg) site and was noted that ipg had moved. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately last few months ago from date manufacturer was made aware.

Event description:
It was reported that patient had discomfort around the implantable pulse generator (ipg) site and was noted that ipg had moved. The patient underwent an ipg replacement procedure and was doing well post operatively. Additional information received that ipg was repositioned and remain in service.